Event description:
It was reported that following several appropriate shocks for ventricular fibrillation, there was elevated pacing threshold. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that there was no capture. The pace/sense portion of the lead was capped, a new pace/sense lead was implanted, and the defibrillation portion remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that following several appropriate shocks for ventricular fibrillation, there was elevated pacing threshold. The lead remains in use. No patient complications have been reported as a result of this event.